Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports "red skin[?] A blister formed where the wrap was on the clothing". The cause of the consumer stating she received red skin and a blister is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of blisters or other skin irritations. This is an adverse event for red skin and a blister; a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On (B)(6)2023, a spontaneous report from the united states was received via telephone regarding a 56-year-old female who used a thermacare neck/shoulder/wrist 8hr heat wrap. On (B)(6)2023, the consumer topically applied a thermacare neck/shoulder/wrist heat wrap to the outside of her hip, which part of the wrap was on her panties and part was directly on her skin. After 1.5 hours of wearing the heat wrap, the consumer thought it was very hot. She noted that part of the heat wrap worked that covered on her clothing, but one part did not heat up. She removed the heat wrap and found red skin. On (B)(6)2023, a blister formed where the wrap was on the clothing. The area was painful and in the middle of the night it popped. For treatment she covered the area with a plain bandage. No further information was provided.